Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received shocks from the implantable cardioverter defibrillator (ICD) due to noise on the ventricular channel. The lead was capped and replaced on 06/04/2018. The device was explanted due to possible premature battery depletion. There were no complications and the patient was stable.